Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact, patient's husband did not report any injury or medical intervention.